Manufacturer narrative:
The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 9 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The user facility resolved the reported problem after troubleshooting assistance was provided by olympus technical support via the phone. Technical support attributed the likely cause of the problem to a scope. To resolve the reported problem, technical support suggested multiple actions. In follow up communication with the initial reporter, the initial reporter confirmed resolution of the reported problems; resolution details were not provided at the time resolution was confirmed. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that errors "b30," scope communication error, "e315" and "e216" occurred when attempting to use olympus, model series 190 scopes with the olympus, model cv-190, evis exera iii video system center. This report is submitted due to the report of "b30" and "e315" errors. There was no patient injury, associated with the problem, reported to olympus.